Manufacturer narrative:
(B)(4). The device was not returned for evaluation; therefore a device analysis could not be performed. The service history revealed no repetitive failures, no workmanship or process issues, and no similar complaints related to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). On an unknown date at the end of (B)(6) 2015, the patient experienced an inguinal hernia. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the patient experienced an inguinal hernia coincident with automated peritoneal dialysis therapy. It was not reported if the inguinal hernia occurred after beginning automated peritoneal dialysis therapy or prior to initiating automated peritoneal dialysis therapy. The cause of the inguinal hernia was not reported. The inguinal hernia was manifested by testicular pain and testicular swelling. Three days prior to the receipt of this report, the patient was hospitalized for the manifestation of the event and was discharged two days later. Pd therapy was discontinued on the same day of admission and the patient was placed on in center hemodialysis. The patient was hospitalized seven days after initial discharge, for a hernia repair surgery. At the time of this report hospitalization for the hernia repair was ongoing and the patient was not recovered. No additional information is available.